Event description:
Procedure: lap chole. According to the rptr: the pt returned to the hosp ER post op complaining of pain and being ill. Subsequent re-op noted clips had fallen off and there was leakage from the cystic duct stump. New clips were applied and the pt was brought to the ICU for a short duration. Pt is now doing well.

Manufacturer narrative:
Initial report sent to FDA on 04/15/2008.